Manufacturer narrative:
Pump error 40 alarm noted in the device history and critical pump error alarm during testing due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received open book image on the pump screen and motor safety circuit failed alarm. Customer¿s blood glucose level was unknown. Customer also reported that the alarm did not clear by selecting ok. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.